Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector separated from the hub and leaked after being placed. The following information was provided by the initial reporter: "she said she had just put this piv into a patient and found that it was leaking so when she went to investigate she found that the tubing had come apart. She said she wrote an rl as she had to remove this IV and replace in a trauma patient."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. The photograph displayed one 18ga nexiva closed IV catheter system single port devices without packaging. All components are present. The photograph shows the extension tubing is separated from the port of the winged adapter confirming the reported defect. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect attributed to machine malfunction at the dispense adhesive and adhesive cure process. Either improper amount of adhesive is dispensed, or adhesive was not cured properly causing the bond failure. Per quality control plan there are controlled setup and in process testing and inspections conducted for pull strength, adhesive present on adapter, adhesive wicked completely around joint and uv intensity. There are also vison systems for adhesive presence. Preventive maintenance (pms) were conducted at 100% as scheduled with no deviations. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector separated from the hub and leaked after being placed. The following information was provided by the initial reporter: "she said she had just put this piv into a patient and found that it was leaking so when she went to investigate she found that the tubing had come apart. She said she wrote an rl as she had to remove this IV and replace in a trauma patient."